Event description:
The pt reportedly experienced decrease in performance and pain while wearing the external equipment. The pt was seen at the ctr for evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was functioning. Programming recommendations were madde. However, the pt's parents have decided to remove the device. Surgery to explant the pt's c1 device has been scheduled.